Event description:
A US distributor contacted ZOLL to report that the patient developed a bruise from the uCor HFAMS Patch. The patient described the area as bruised around most of the patch area. The patient reported a known history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended removal of the patch due to the bruise. The outcome of the bruise is unknown.

Manufacturer narrative:
Not Applicable.